Manufacturer narrative:
(B)(4) . The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported constant upstream occlusion alarm. The evaluation found low fluid numbers which make the pump more sensitive to upstream occlusion alarms. The upstream sensor and pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had constant upstream occlusion alarm during therapy. It was also reported that there was no patient injury.